Event description:
It was reported that the pump touchscreen was cracked, unreadable and unresponsive. There was no reported adverse impact on the customer's blood glucose level. A replacement pump was sent.